Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism failure occurred during use with a bd nexiva closed IV catheter system ¿ single port maxzero¿. The following information was provided by the initial reporter, "IV start attempted using product. Vein accessed successful however unable to separate advancement tab from septum/unit, despite firm pull. Eventually tugged too hard and entire cannula withdrew from vein. Able to separate with force." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8249730. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately only representative samples could be obtained. 3 representatives samples were received for evaluation, all of them were tested in the manufacturing process per our qa tech and no issues were observed, the defect related could was not confirmed as a manufacturing related issue due to return samples safety mechanism were activated without difficulties. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a safety mechanism failure occurred during use with a bd nexiva closed IV catheter system ¿ single port maxzero¿. The following information was provided by the initial reporter: "IV start attempted using product. Vein accessed successful however unable to separate advancement tab from septum/unit, despite firm pull. Eventually tugged too hard and entire cannula withdrew from vein. Able to separate with force." 2 occurrences were reported.